Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving multiple prompts to enter the sensor code. No additional event or patient information is available. Data was received for evaluation, data review confirmed the repeated sensor code prompts. A probable cause could not be determined.